Event description:
It was reported that after defibrillation threshold testing was performed, oversensing was noted. The lead was unhooked and tested with the pacing system analyzer which resulted in no oversensing. The lead was connected to the device and the pocket was closed. Oversensing was noted again. The pocket was opened and blood/fluid was noted in the device connector block. The device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analyzed and no anomalies were found. It was also reported that the grommet was damaged.